Event description:
It was reported that the ilet device screen was cracked and nonfunctional, rendering the device unusable; the damage mechanism was not known, and the device had been synced prior to shutdown. Symptoms included no reported injury. Outcomes included no alarms. Investigation included customer interview and replacement processing. Investigation of this case revealed a damaged display assembly consistent with screen breakage that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage of unknown origin.